Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a patient notifier for post paced t wave oversensing. The device was reprogrammed.